Event description:
Resistance was felt with the guide wire as an ivus catheter was being withdrawn from the pt. The entire system was then removed from the pt. Outside of the anatomy, the guide wire was discovered to have separated into two pieces inside the guiding catheter. Both segments of the guide wire were removed along with the guiding catheter. There was no reported pt injury.